Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system was exhibiting varying threshold measurements, and no pacing output at 7.5v. During an attempted ventricular lead changeout, the physician experienced difficulty removing the atrial set screw and the entire system was explanted.